Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow up, an increased threshold was observed. Via fluoroscopy, dislodgement was observed. The lead was replaced. Patient condition was good after procedure.